Event description:
It was reported that the pump battery was depleting quickly. Customer reset pump and issue resolved. There was no reported adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.